Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the replaced components had been damaged by the user overfilling the device tanks with water.based on the fact that there was no patient impact and on the fact that the reported event was solely caused by an user error, the reportability of the event has been re-evaluated as not reportable.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The patient pump, the stirrer motor and the distribution board were replaced and the problem was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during priming. There was no patient involvement.